Event description:
It was reported that the device was staying on after the jaws were opened. The device was not replaced. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was functionally tested on both the ethicon generator 300 and generator 11 models. During the main self-test error messages were displayed on both generators. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.